Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach stapling in a gastric bypass, the surgeon was able to press the green button but could not squeeze the handle. The reload devices were not able to fire. Surgeon replaced the reloads to resolve the issue. No patient injury.